Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "failure error code 701" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to defective u12 software. The u12 software was replaced in order to correct this condition. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5.

Event description:
The facility reported a colleague infusion pump that experienced failure code 701. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.